Event description:
Corneal edema occurred on first use while placing healon in anterior chamber - it cleared on removing healon and replacing with bss plus. Same healon used again on superior cornea where just a small amount caused focal edema and was quickly removed and replaced with healon from a new lot which did not cause edema.